Event description:
Reporter noted intermittent phaco power and requested service. Follow-up indicated posterior capsule tear had occurred, and a different lens was implanted. Surgeon felt there was no pt injury.